Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was no longer working. The customer's blood glucose was 10 mmol/l at the time of incident. The tried inserted new battery after cleaning the battery cap inside and compartment with alcohol swab but the insulin pump did not work. Troubleshooting was not performed and the device will not return for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. (B)(4).